Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
It was reported that a bd 60ml syringe luer-lok¿ tip had leakage. The following was reported, "material no. 309653 batch no. Unknown. It was reported that fluid leaked between blue calve connection. "IV fluid leaked between blue calve connection. Epinephrine was infusing. Not all medication reached patient.".